Manufacturer narrative:
It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is the device was not reprocessed before being returned. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope exhibited foreign material on the following components: light guide lens, image guide insertion tube, distal end, bending section cover and its adhesive. There were no reports of patient involvement.